Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user alleged that water leaked around bifurcation area of the catheter. The tray was opened and the catheter was replaced.

Manufacturer narrative:
The reported issue (it was reported that the user alleged that water leaked around bifurcation area of the catheter. The tray was opened and the catheter was replaced) was confirmed, as manufacturing related issue. Per visual inspection a cut to 0.125¿ from the bifurcation on the drainage lumen was found. Per functional evaluation, the balloon was inflated 12cc of air using a syringe and it was not deflated. Then, water was injected by way of the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The "cut on the shaft" was caused during the funnel molding process due to inserts with edges (tooling). The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the user alleged that water leaked around bifurcation area of the catheter. The tray was opened and the catheter was replaced.